Event description:
It was reported that during arcr the device sparked inside the joint just as the surgeon activated using foot switches. After that it stopped working. It was also reported that the active tip of the device seemed to have been discolored to faint brown so the surgeon stopped using it. The device was discarded at the hospital. By using a backup device, the surgery was completed with a three-minute delay. There was no harm to the patient.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is not available for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be the tip of the device came in contact with a metal object or instrument. The product IFU states "observe extreme caution when using electrosurgery in close proximity to, or in direct contact with, any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode tip is in contact with metal objects or instruments. Doing so may result in unintended injury to the patient or surgical personnel and/or damage to the electrode and/or other equipment."at this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.